Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the tip of the lead appeared to be kinked. Physician elected not to use the lead and a new lead was implanted instead. Patient was stable post procedure.